Event description:
It was reported intermittent occlusions occurred. The customer's blood glucose level was "high", although specific value was not provided on 11/26/2025. The customer addressed the high blood glucose level by administering a correction bolus via the pump and cleared the alarm to resume insulin delivery without needing third-party assistance. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Remove e1204 and add e1205.